Event description:
Reports a pacing failure. Pacing inserted and connected to unit. Pacing attempted but unable to be performed. Reconnected, but problem persisted.

Manufacturer narrative:
One used balloon catheter sample was returned for evaluation. The sample passed all visual evaluation. A continuity test was performed per specification and the sample was noted to pass all testing on both electrodes. The reported incident could not be duplicated with the actual returned sample. No specific conclusions can be drawn.